Event description:
Reportedly, while attempting to monitor a patient, condition not reported, the device displayed the patient ECG as dashed lines. The operator observed the device heart rate display was operating properly at this same time. There was no report of adverse patient affect associated with the use. Patient outcome was not reported.